Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicated pericardiocentesis was performed.

Event description:
It was reported the patient presented for implant procedure. During surgery, the brake on the delivery catheter was released and the helix on the ventricular leadless pacemaker (lp) caught and tore the endocardium after a sudden rise resulting in an effusion. The lp was removed and implant attempted abandoned. The patient was discharged following the procedure.